Event description:
It was reported that the patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2018, the device was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the battery voltage had reached eol level. Device image showed that device was in backup mode due to normal battery depletion.